Event description:
It was reported that prior to a device change out procedure this right ventricular (rv) lead had high shock impedances. A commanded test was performed, and shock impedances measured 110-115 ohms. Additionally, thresholds have increased. Technical services discussed possible causes and provided troubleshooting options. At this time, the generator change out was successful and this rv lead remains in service. No additional adverse patient effects were reported.